Event description:
It was reported, the pt's ((B)(6)) experienced a sudden loss of stimulation. A diagnostic test revealed high impedance measurements for several lead contacts. Surgical intervention was undertaken for further interrogation. Intraoperative testing isolated the problem to the lead extension. As such the device was explanted and replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.